Event description:
Laparoscopic pancreato duo adenectomy (whipple) - "fragments of inner seal would drop into abdomen cavity with instrument deployment (10 mm reusable clip applier)." Patient status: good.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.